Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - the reference samples for the lot 6007365 have already been previously tested in the complaint (B)(4) on 29/nov/2024. The reference samples were visual inspected and tested for flow. All test results were within specifications as per the test report database complaint (B)(4) complaint test report.pdf attached in this record. For static pull test: functional test static pull according to work instruction (wi) version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing lot 6007365 was manufactured according to the work instruction (wi) version 114 in the line 8, on 03/jun/2024, with a total of (B)(4) units. Gluing of tubing lot 4e03639 was manufactured according to the wi version 70, gluing of tubing in the machine itl01, on 31/may/2024, with a total of (B)(4) units. Lot 4f00903 was manufactured according to the wi version 64, gluing of tubing in the machine sc04, on 05/jun/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 24/jul/2025 against malfunction code tubing detached from tubing-tubing connector and lot 6007365 and no other complaint has been registered in database for the same lot 6007365 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set tubing detached event on (B)(6) 2025 at connector. Infusion set was used for two days. No further information available.